Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012345269 was returned and analyzed. Visual inspection of the handle area was performed and a kink was observed at the side port tube. The native dilator could not be fully inserted into the returned sheath. The x-ray inspection showed no foreign material inside the shaft. The native dilator was inserted into the lab test sheath and retracted several times, without any friction. The borescope inspection of the sheath device showed a restriction in the sheath ID at a specific segment, blocking the dilator from advancing. Visual inspection indicated that the restricted segment was located 7 inches from the tip. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test guidewire was inserted into the native dilator and retracted several times, without any friction. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.06178 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01659 psig and in an acceptable range. In conclusion, the dilator could not be inserted into the sheath and the sheath failed the returned product inspection due to the sheath ID restricted and a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, resistance was felt when inserting the dilator into the sheath. Resistance was also felt when a wire was attempted to be advanced through the sheath. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pressure and vacuum test results were corrected on the product analysis. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.06482 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00169 psig and in an acceptable range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.